Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat mildly tortuous, mildly calcified mid left anterior descending artery. A 3.5x15mm xiience sierra stent delivery system (sds) was advanced to the lesion with resistance felt with the guiding catheter during advancement. When inflation was attempted, a leak occurred at the shaft (around guide wire exit notch) and the balloon failed to inflate. The sds was removed. A non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak and inflation issues were confirmed. The reported difficulty to position could not be tested due to the condition the device was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.